Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology were unknown. It was reported that the pt's aortic neck dilated to about 28 - 30mm proximally leading to graft migration and a type I endoleak. The stent graft was explanted in 2004. The pt tolerated the explant procedure well. No clinical sequelae were reported, and the pt is reported to be fine. The explanted stent graft was received in 2004 and its analysis is pending.